Event description:
A positive immulite 2500 stat troponin assay result was obtained on a pt sample and discordant when compared to another assay troponin method. The customer performed repeat troponin testing on another immulite 2500 system and the result was positive. The positive result was initially reported to the physician. Pt treatment was not altered and there was no report of adverse health consequences due to the positive stat troponin assay result.

Manufacturer narrative:
Analysis of the instrument data indicate that there are no known causes for the positive stat troponin result. The instrument is performing within specifications. No further evaluation of the device is required.